Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had a loss of therapy at least a month or so before the report. The patient reported that ¿the implanted part¿ was not working. The patient noted that the stimulation was on and they were able to adjust the amplitude and group. The patient switched their ins from group a at 4.90v to group b at 4.40v. The patient planned to wait and see if the new program would work better for them and would go to meet with a manufacturer representative if it didn¿t work. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that since their stimulation was changed to group b, their loss of therapy issue has been resolved. The patient stated that they weighed (B)(6) pounds at the time of the event. No further complications were reported.